Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Patient's weight is unknown. Device evaluation results are not applicable since the product was not returned. If the product is returned analysis will be completed and a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.